Event description:
On (B)(6) 2022 nalu was made aware of a revision procedure that was performed on (B)(6) 2022. Patient was implanted on (B)(6) 2022 and displayed difficulty connecting the implanted pulse generator (ipg) with the external therapy discs. Investigation found that the ipg was implanted at a 30 degree angle and thus did not allow for consistent connection. Revision was performed to correct the implant angle.